Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure and after connecting the right ventricular lead to the pulse generator, the pulse generator exhibited a loss of output. The device was not used. Another device was implanted successfully. The patient's condition post procedure was stable.